Manufacturer narrative:
Other relevant device(s) are: product ID: 638bl32, serial/lot #: (B)(4), ubd: 24-sep-2023, UDI#: (B)(4). Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that these 28mm and 30mm annuloplasty bands were implanted then explanted during the same procedure, and replaced with a non-medtronic product for unknown reasons. No additional adverse patient effects were reported.